Manufacturer narrative:
The initial reporter was a getinge technician. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the spring arm was broken, one of the two welded parts had come apart. We decided to report the issue in abundance of caution as spring arm falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: during an operating room check for adjusting the brakes of the surgical light, a partial breakage was detected on the front pivot of the spring arm 567910910 sn (B)(6) manufactured in 2014. The fracture was located at the edge of the weld joint on one of the two connecting lugs. This fracture is probably due to repeated or excessive mechanical stresses generated during handling. According to the information provided the spring arm concerned was replaced and the device was returned fully functional. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site name: (B)(6). Reviewed with no additional information, no emdr follow up deemed required.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the spring arm was broken; one of the two welded parts had come apart. We decided to report the issue in abundance of caution as spring arm falling off into sterile field or during procedure may cause contamination or serious injury.